Event description:
The recipient is reportedly experiencing loss of lock. Revision surgery will be scheduled once the recipient's back infection heals.

Event description:
The recipient is reportedly experiencing loss of lock due to an infection at the implant site. Revision surgery is under consideration.

Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock could not be obtained at any spacing. The no lock conditions prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. Feedthru assemblies from this vendor are no longer used. A corrective action was implemented. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionic cochlear device.

Manufacturer narrative:
Revision surgery is scheduled.